Manufacturer narrative:
A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there was a difficulty in purging the tubing from the chemotherapy cassette. A message appears on the screen: downstream occlusion. Eliminate the occlusion between the pump and the patient. Purge without the filter also impossible. After 15 minutes of these manipulations, the purge finally occurs. All this time, the patient is not receiving her treatment, yet it is a continuous treatment. There was no patient involved.